Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this implantable cardioverter defibrillator (ICD) was positioned in the pocket, but upon inserting the right ventricular (rv) lead into the header, oversensing was noted. The rv lead was tested with a pacing system analyzer and no oversensing was noted. The physician decided to remove and replace the ICD prior to pocket closure and it was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the (rv) setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that during an implant procedure, this implantable cardioverter defibrillator (ICD) was positioned in the pocket, but upon inserting the right ventricular (rv) lead into the header, oversensing was noted. The rv lead was tested with a pacing system analyzer and no oversensing was noted. The physician decided to remove and replace the ICD prior to pocket closure and it was never in service. No adverse patient effects were reported.